Event description:
It was reported that during a bph surgical procedure, the customer reported "fiber arrived without card". The case was completed with an alternate procedure (rtu). Patient outcome: "no injuries to the patient" was reported.